Event description:
On (B)(6) 2017 I had an open inguinal hernia repair with prolene mesh. The mesh implant has caused pain that has gotten progressively worse over the last five months, and I am still undergoing treatment for chronic severe pain due to problems with the mesh implant. I have severe pain, swelling, nerve entrapment, burning sensations, and internal pulling. The pelvic pain is almost unbearable. I have very limited mobility, and my activities are severely limited. I can maybe walk a half a block before the pain is too great to continue, and that is on a good day. Other days I cannot leave the house due to the severity of the pain.